Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of chronic drainage and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned therefore no analysis or testing has been done.

Event description:
Healthcare professional reported placement of seri® surgical scaffold on (B)(6) 2014 during a mammoplasty procedure. Post-implantation and beginning (B)(6) 2014, the patient presented with "chronic wound drainage". The physician decided to remove the scaffold on (B)(6) 2015 and discovered completely unincorporated seri® surgical scaffold. The device was completely removed.

Manufacturer narrative:
Medwatch sent to FDA on 07/19/2016. Additional information: describe event or problem, other relevant history, evaluation codes, additional MFR narrative.

Event description:
Healthcare professional provided additional information that described bilateral "sterile abscesses" as an additional symptom.

Manufacturer narrative:
Additional and corrected information: device manufacture date. Further investigation summary: according to the information gathered during the investigation, there is enough evidence to support that, for devices from lot p13072201a all non-conformances were addressed and were determined to have no impact on product quality and safety. There is no evidence in the manufacturing history of lot p13072201a to suggest that a manufacturing error caused the adverse events reported.

Event description:
Healthcare professional reported placement of seri surgical scaffold on (B)(6) 2014 during a mammoplasty procedure. Post-implantation and beginning (B)(6) 2014, the patient presented with "chronic wound drainage". The physician decided to remove the scaffold on (B)(6) 2015 and discovered completely unincorporated seri surgical scaffold. The device was completely removed. Healthcare professional provided additional information that described bilateral "sterile abscesses" as an additional symptom. ..